Event description:
A medtronic representative reported the sites spine clamp is stripped. This was reported outside the operating room and therefore no patient was present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. The devices lot#, and manufacture date are dependent on the part return. The manufacturer has not received the suspected device for evaluation.